Event description:
It was reported that the device was over infusing. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
B3: day of event unknown. H3: one device was received for analysis. The device was visually and functionally tested and the customer reported issue was not able to be replicated. The cause of the reported issue is unknown. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.